Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-6.75%). No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition with a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing on the pump, was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%.the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.